Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the facility reprocessing the scope using an oer-6 automatic endoscope reprocessor without replacing the water filter at the recommended time interval, as stated in the IFU, was determined to be due to facility/user error. The event can be prevented by following the instructions for use section below: oer-6 instruction manual operation section - chapter 7 section 3 replacing the water filter (B)(6). Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus the gastrointestinal videoscope could not drain water sufficiently when replacing the water filter. The user facility had 70 units in total. Regarding the tube attachment, the person in charge at the facility confirmed there were no problems with the procedure and the situation after. The water filters were not replaced every month and it operated for about half a year. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.